Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was revised due to dislodgement. No additional adverse patient effects were reported.